Event description:
It was reported that the patient received an inappropriate shock. An x-ray revealed that the right ventricular (rv) lead had dislodged. There was no capture at maximum output, and r-waves measured only .4mv. The tip of the lead was in the atrium; the patient's chronic atrial fibrillation (af) was detected, resulting in the shock. The physician opined that inadequate fixation to the myocardium and significant tricuspid regurgitation were the reasons for the dislodgement. The lead was repositioned and remains in use. It was further reported that during the lead revision, the physician could not engage the implantable cardioverter defibrillator (ICD)'s set screw with the torque wrench. After several attempts he removed the silicone plug, seated the wrench and tightened the set screw to secure the connector pin. The physician did not feel comfortable replacing the silicone plug or sealing it with adhesive, so he replaced the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted: microscope inspection shows no damage that would cause the setscrew to not tighten. There was no grommet material or foreign material in the setscrew socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).